Event description:
The device was used during a laparoscopic hernia repair procedure. The safety shield did not work properly. A new device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Device not returned for evaluation.